Manufacturer narrative:
7/23/97-supplemental report 1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a rectum procedure, the anvil unclicked when instrument was being closed. The surgeon applied another device without pt injury.